Event description:
The following description of the event was documented by a carefusion technical support specialist in order to capture an issue that the customer experienced during preventative maintenance: "passes est leak test, but on volume test she says vent is giving 325 ml on vti and 350 or so on vte with set at 500 ml. She has replaced sensor [exhalation valve] body." Carefusion technical support had the customer perform exhalation valve characterization. The unit passed the characterization test, however the vti remained at 325 ml.

Manufacturer narrative:
Results of investigation: the turbine/muffler assembly was returned to carefusion's failure analysis laboratory. An investigation was performed but the reported issue could not be duplicated. The delivered volumes were found to be within specifications. At this time, carefusion will track and trend this reported issue and internally investigate the situation.

Event description:
The customer reported that the vela unit was giving low volumes; the unit had passed the est (extended systems test). They had replaced the sensor and the exhalation valve body as well as performed the exhalation valve characterization but the vti (inspired tidal volumes) were still low. There was no patient involved at the time of the incident. The issue occurred during preventative maintenance.

Manufacturer narrative:
(B)(4). Per information gathered from the customer, carefusion technical support determined that the most probable cause of the reported issue is a faulty turbine assembly. A replacement turbine assembly was shipped to the customer. A returned goods authorization (rga) number was issued for the return of the alleged faulty turbine assembly for evaluation. As of april 14, 2015, the alleged faulty turbine assembly has not been received. Once the alleged faulty turbine assembly is received and evaluated,e a follow-up medwatch report will be submitted.